Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
Patient's weight not provided. Customer will be contacted. Implant and explant date not applicable as device not implanted.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a lack of primary stability and the implant was removed. There was 1 patient involved in this event.